Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between: august 29, 2016 and august 31, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the large volume folfusor leaked. The device was filled with 90ml (4500mg) of fluorouracil diluted with 140 ml 5% glucose. The leak was observed during the opening of the protect bag. The event occurred before use; therefore, there was no patient involvement. No additional information is available.